Manufacturer narrative:
Device returned to manufacturer: the wolverine was returned and analysis was completed. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. The returned device was attached to an encore inflation unit and positive pressure was applied, liquid was observed to be leaking from a balloon pinhole identified 1mm distal of the distal markerband. An examination of the balloon material and proximal markerband identified no issues which could potentially have contributed to this complaint. The markerbands, blades and tip section of the device were visually and microscopically examined. There was damage noted to the tip of the catheter and and no other issues were noted with the device that may have potentially contributed to the complaint incident. All blades were present and fully bonded to the balloon material. There was no damage noted to the markerbands. A visual and tactile examination found no damage or issues with the shaft or hypotube of the device. Blood was identified within the balloon body which is evidence of a device leak.

Event description:
It was reported that a balloon rupture had occurred. A percutaneous coronary intervention was being performed on a 90% stenosed, moderately calcified and moderately tortuous lesion in the circumflex. The 10mm x 2.0mm wolverine coronary cutting balloon ruptured upon inflation at the lesion location. The procedure was successfully completed with a different device without further issue or patient injury.

Event description:
It was reported that a balloon rupture had occurred. A percutaneous coronary intervention was being performed on a 90% stenosed, moderately calcified and moderately tortuous lesion in the circumflex. The 10 mm x 2.0 mm wolverine coronary cutting balloon ruptured upon inflation at the lesion location. The procedure was successfully completed with a different device without further issue or patient injury.